Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead exhibited potential t-wave oversensing (twos) during a treated ventricular fibrillation (vf) episode. It was noted that the episode was treated appropriately but there is some oversensed ventricular beats. Follow-up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.